Manufacturer narrative:
Technician found the screw missing from the side rail shoulder latch keeping the side rail from locking in up position. The technician replaced the shoulder latch bolt to resolve the issue.

Event description:
Technician alleged that the side rail would not lock in the up position. No pt impact.